Event description:
On (b)(6 013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive, required hard presses to elicit a response, and were at times hyper responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-may-2018 with the following findings: during investigation, no damage was found to the keypad. The up arrow, down arrow, contrast, and ok keypad buttons were intermittently responsive to user input. The keypad was removed to find contamination under all the button contacts. Unrelated to the original complaint, the battery compartment was cracked from the top above the pad to the cover part. Additionally, the display was dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.